Manufacturer narrative:
A ge rep evaluated the sys and replaced the display adaptor circuit board. The sys operates as intended.

Event description:
The customer reported a loss of live image. No pt injury was reported.